Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019, a blood glucose of 39mmol/l, with moderate ketones, polydipsia, nausea, and vomiting, associated with an alleged time and date reset issue. Reportedly, the patient remained on the pump, and was treated in the hospital with insulin via pump by their healthcare provider. During troubleshooting with customer technical support, it was revealed the date and time were incorrect due to user error. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: on investigation, time/date reset to factory default was duplicated during the investigation due to a bt1 component failure. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The black box data showed the pump continued to be used after the complaint date of (B)(6) 2019 until (B)(6) 2019. Therefore, the black box data from the time of the complaint had been overwritten due to continued use of the device after the alleged incident occurred. The pump's total daily dose history showed two records for (B)(6) 2019 indicating a time/date issue. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.